Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned. Cause of this event is unknown. Reportedly, "icl sizing." There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided sizing.

Manufacturer narrative:
H6: type of investigation 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim: (B)(4).

Manufacturer narrative:
H3 - device evaluation: h3 - device evaluation: lens was returned in a microcentrifuge vial, with residue/debris on product. 2 lenses were returned in one vial. Visual inspection found the lens optic torn and scratched, the lens haptic scratched. Dimensional inspection found the lens within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h3 - device evaluation is required but has not been performed yet. G3 - 12-jan-2026 date should be corrected to 27-nov-2025 in previous supplemental MDR#1. Claim#: (B)(4).

Manufacturer narrative:
B5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens was repositioned but did not resolve the problem. The lens was later exchanged with a longer length lens, and the problem was resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim: (B)(4).